Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301108, revision femoral stem beaded fullcoat plus 12/14 neck taper, 62522383; 00875201336, liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, 63276424; 00875705802, shell with multi holes porous 58 mm o.d. Size ll for use with ll liners, 62700759. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01137. Reported event was confirmed by review of operative notes. Operative notes state that the patient was revised due to proximal femur fracture and femoral stem fracture. Estimated blood loss 1100ml. The stem was fractured proximally in conjunction with a greater trochanteric/intertrochanteric hip fracture. There was apparently an intraoperative fracture during the previous revision and the long porous coated stem was placed in her femur and several cables were placed proximally. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised two years post implantation due to injury while riding her bike that resulted in peri-prosthetic and implant fractures. During the revision, the patient experienced blood loss of 1100ml, with 625ml reinfused with cell saver. Attempts have been made and additional information on the reported event is unavailable.